Event description:
A pt reported experiencing inaccurate erratic results with a ot basic original meter. The pt's blood glucose results were 94, 180, 275 mg/dl. Tests were done within 10 mins with a difference of 58%. Pt did not experience any adverse events. No further info has been reported. Note-customer was cleaning the meter incorrectly.